Event description:
The hcp reported that a volume discrepancy was noted at refill. The estimated reservoir volume was 2 mls; the actual reservoir volume was 21 mls. No change was noted in the pt's symptoms during this event. A "catheter occlusion procedure" was performed in 2006 and the pt's pump was refilled. At refill on a week later, the residual volume was unchanged from the previous week refill. The hcp determined that the "occlusion procedure" that they had performed the previous week was unsuccessful and the pump is either occluded or malfunctioning. The pump was filled with an "heparin solution" and the implanting surgeon will be consulted. The pt is reported to be doing "fine."